Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3: device evaluation is required but has not yet been performed. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6: health effect - clinical code (e): 4581 - under refraction claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced under refraction. The lens was exchanged with a same length lens, but different power and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Correction: health effect - clinical code (e): 4582. Device evaluation: h3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found no visible damages to the lens. Dimensional inspections found the lens to be within specifications. Functional inspections found the lens did not meet original values measured at the time of manufacturing. Additional information: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged with a same length lens, but different power and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).

Manufacturer narrative:
Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged with a same length lens, but different power and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. H4: 05/03/2023 claim: (B)(4).